Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) resulted. A post-balloon aortic valvuloplasty (bav) was performed with a 28mm balloon with no change in pvl was observed. A second transcatheter bioprosthetic valve was implanted higher in the calcified annulus resulting in moderate pvl. A post-bav was performed with a 28mm balloon and the valve dislodged downward resulting in moderate to severe pvl. This third transcatheter bioprosthetic valve was implanted higher in the calcified annulus resulting in moderate pvl. A post balloon aortic valvuloplasty (bav) was performed with a 30mm balloon. Echocardiogram revealed an annular rupture and ventricular septal defect. The procedure converted to open aortic root repair, the valves were explanted and a surgical valve was implanted. The physician did not attribute the rupture to the valves or delivery catheter system (dcs). No additional adverse patient effects were reported.